Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the lead was found to have high capture threshold and high, out of range impedance. While attempting to reposition the lead the helix could not fully extend. The lead was exchanged. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.